Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was previously evaluated at the physician¿s office and they reported the therapy was not as effective as before. After an impedance test, it was determined that there may be a problem with the 0 electrode. The implant was reprogrammed to exclude the 0 electrode. The patient returned and stated that the new program did not make a significant impact to their symptoms. It was recommended that a battery replacement and possible lead replacement be performed. The patient arrived at a local surgery center for the procedure, but it was canceled because of an insurance issue. It was noted that in preop the patient mentioned they previously had a discomfort at the implant and the surrounding tissue. The patient reported that the pain was not a problem recently, and they had a history of lower back pain. The patient was instructed to try the existing programs on their device prior to their replacement so that the physician could make an informed decision about the possible lead replacement. It was noted that there would be more information after the replacement procedure was approved by insurance, and the surgery was planned to occur. No further complications were reported.